Manufacturer narrative:
Philips was not provided with repair data.

Event description:
The customer reported, "cannot charge the battery." There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.